Event description:
Additional information received identified the patient had her entire scs system removed. The procedure was completed without complications.

Event description:
It was reported the patient informed the physician the scs ipg would not communicate with external devices. The patient stated the scs programmer displayed a communication error and the charger could not locate the ipg. The patient stated she had last charged the scs ipg over a month prior to the physician visit. Surgical intervention may be necessary to replace the patient's scs ipg.